Manufacturer narrative:
(B)(4). The ge service rep found a loose video cable on the c-arm. He re-attached the loose video cable and verified the image quality. The system is operating as intended.

Event description:
The customer reported that the system displayed poor image quality. No pt injury was reported.